Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set separated at the second y-site where the hard plastic y-site connects with the tubing. This was a peripheral line. The pump was infusing vancomycin as a secondary infusion at the time. Some of the vancomycin had leaked onto the pillow, but none got on the patient. It was also reported that blood had backed up into the line. There was no patient injury or medical intervention associated with this event. No additional information is available.